Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer removed the back panel and observed the solenoid was nearly detached from the drawer. The solenoid was removed, the back of the drawer inspected, and screws checked to ensure no holes were stripped. The solenoid assembly was remounted. Upon pushing the drawer out, the spring on the hard stop was found to be snapped. The broken piece was removed, but replacement was not possible at the time. The customer was informed that a replacement would be available the following day, and the drawer continued to function, though it would not fully spring open. The hard stop assembly was later replaced, the drawer reassembled, the bus cable connected, and the station powered up. Secured all back panels on the drawers checked all connections and hardware. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rbadol1b drawer failed and the user was unable to recover it. The customer attempted to reboot the station and perform storage recovery; however, the issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.